Event description:
The facility's nurse reported to baxter (B)(4) that the tubing of a microbore catheter extension set had separated during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed that the female luer lock adapter was separated from the tubing. A solvent ring was present on the tubing. The reported condition was confirmed. The root cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.